Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. Concomitant medical devices: 6935-58 lead implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that during the implant procedure, when the impedance test was performed non-physiologic sensing/noise/oversensing was observed on the leads. The leads did not exhibit noise through the analyzer. The device was replaced and the new device also exhibited the same behavior. The second device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, ventricular sensing integrity counts up to 416. Printouts show evidence of lead noise oversensing.